Manufacturer narrative:
Date of event (B)(6) 2019. Date of report 14jan2020.

Event description:
The customer reported backup battery faulty. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4: 13jan2020 b4: (B)(6)2020. The service technician confirmed replacing the battery resolved the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.